Event description:
Following a routine angioplasty to the right coronary artery of a patient with a history of acute anterior myocardial infarction (2001) and non-insulin dependent diabetes mellitus, the 6f angio-seal was deployed with no complications and the patient was routinely discharged. The pt had received a bolus dose of reo-pro prior to the procedure. In 2002, one week later, the patient was re-admitted to the hospital with an infected puncture site. The wound culture revealed staphylococcus. Surgical intervention was performed to include removal of the angio-seal device followed by debridement and repair of the artery. Intravenous antibiotics were administered. The patient recovered and was discharged with no complications.